Event description:
On (B)(6) 2013, a sales rep in (B)(6) reported the following: the patient (pt), who used 1day acuvue lens for several weeks on extended wear schedule, consulted an eye care professional (ecp) this month and was diagnosed endophthalmitis (affected eye unknown). The ecp cannot determine whether the lens was defective. He considers the ulcer was caused by extended contact lens (cl) wear. F/u with the ecp on (B)(6) 2014, indicated that the pt wore the cl for about 2 weeks on extended wear schedule. The ecp considered this could be the cause for the symptom. The diagnosis was confirmed as endophthalmitis, suspected to be bacterial. The affected eye is the left eye (os). Pt had a hypopyon at 6 o'clock position and vascularization of the cornea. The pt was referred to a hospital for further treatment. On (B)(6) 2014, the ecp stated "injection was confirmed in whole of cornea os".

Manufacturer narrative:
The lot number for the device is unknown; therefore, a device history report review could not be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Patient use factors may have contributed to the event. The 1-day acuvue lenses are labeled as single use, not extended wear use. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.